Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (afib), an ultra ice plus catheter was selected for use. The physician experienced difficulty inserting the catheter into the sheath. Sheath packaging was checked to confirm it was the correct size and it was. The tip of the ice catheter crushed in on itself as insertion was attempted. It was decided to replace the catheter and the issue was resolved. Device is not expected to be returned as it was disposed.